Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed, but the reported field event of header anomaly was not confirmed. Material from the septum was found inside the left ventricular setscrew cavity, and the setscrew was damaged. This damage prevented the setscrew from being properly tightened and secured during the procedure. This damage was consistent with being a procedural issue. The device was above elective replacement indicator (eri) when received. Electrical testing was normal. No other anomalies were found.

Event description:
It was reported patient presented in clinic for lead implant. During procedure, a previously implanted lead failed to disconnect from the header of the patient's implantable cardioverter defibrillator (ICD). It was also noted that the set screw on the header was unable to be tightened. The ICD was explanted and replaced. Patient was stable.